Event description:
It was reported that the skin graft mesher is "chewing up skin." No further details were provided. There was no report or injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the device did not meet calibration specifications. It was observed that the leaf springs were not pushing the comb into proper position. However, there was no damage observed with the comb. It was also noted that the ball detents were worn.